Event description:
It was reported that the user removed the ilet pump and the housing split in half, with the user observing that adhesive or glue appeared to have detached, resulting in the device separating. Symptoms included no injury and no clinical effects. Outcomes included product replacement being initiated. Investigation included complaint intake review and assessment of reported physical damage. Investigation of this case revealed a device housing and adhesive bond failure consistent with component separation of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity issue related to adhesive bond failure.